Manufacturer narrative:
Other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, a supplementary report will be submitted. Patient identifier, age, weight, oral hygiene and bone quality are unknown implant and explant dates are not applicable since product was never placed and not removed device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, dropped from implant driver.